Event description:
It was reported that cartridge did not stay locked in place and required hard pressing to lock in. No additional information was received regarding the outcome of the event or any impact to the customer¿s blood glucose level. Customer declined troubleshooting, no corrective actions were taken, and no further action was required by technical support.